Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was unable to be successfully implanted in the left bundle branch due to capture failure and high pacing impedance measurements out-of-range of over 3000 ohms. Reportedly, these issues were only observed with the bipolar configuration. It appeared that the node was damaged, but no visible evidence of this was observed. The physician decided to use another product and the implant procedure was completed. This rv lead is expected to be returned for analysis and no adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. This lead was returned intact, not severed, with the helix mechanism extended. Dried body fluid and tissue were noted in the helix housing, which is normal for active fixation leads. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was unable to be successfully implanted in the left bundle branch due to capture failure and high pacing impedance measurements out-of-range of over 3000 ohms. Reportedly, these issues were only observed with the bipolar configuration. It appeared that the node was damaged, but no visible evidence of this was observed. The physician decided to use another product and the implant procedure was completed. This rv lead was returned for analysis and no adverse patient effects were reported.